Event description:
This pt's device was at mol2 in (B) (6) 2009, at last device check. When the pt arrived at the hosp, the device was unable to be interrogated and was at eri. When watching the surface ECG, long pauses were seen with no pacing and an intrinsic rhythm of 30-40bpm rather than the programmed pacing rate of 60bpm. It was later discovered the pt had received an MRI on (B) (6) 2009.